Manufacturer narrative:
Clinical assessment of the reported event was unable to be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made; however, denied due to patient authorization requirements. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated with an ovation ix iliac limb and afx2 system, which is currently outside the indications for use. The patient underwent a previous re-intervention for a reported type ib endoleak (reference 3008011247-2019-00067) where an additional ovation ix limb was implanted. Approximately 2-months post re-intervention for the type ib endoleak the patient presented for a routine follow-up and a computed tomography was completed revealing a suspected kink in the device and narrowing with diminished flow. The physician treated the patient with a non-endoglogix wall stent successfully resolving the kink. The patient is reported as stable and will continue to be monitored.